Event description:
Patient on bird ventilator in the ICU. Nurse heard the alarm on the ventilator which sounds only after it is taken off. Patient was disconnected immediately from the ventilator and an ambu bag was utilized to maintain patient respiration resulting in no adverse outcome. A replacement ventilator was immediately reconnected. The rental company was immediately advised of the event, the unit was picked up and their biomed performed service which identified a 9 volt fuse had blowninvalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-92. Service provided by: distributor. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: telemetry failure, none or unknown, other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.